Manufacturer narrative:
An event of device deploying cobra deformation during procedure was reported. The investigation at abbott confirmed the device had cobra conformation upon deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Two images from field appeared to show an occluder device having distal disc deformed in cobra shape. The cause of the reported event could not be conclusively determined. As a result of this finding, abbott is performing further investigation to monitor this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant using a 8f amplatzer torqvue delivery system (itv). During the procedure, the left disc of the device failed to open fully and had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was replaced with a new 10mm amplatzer septal occluder, but the same problem occurred, so the surgery was aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.